Event description:
Neurostimulator and lead have been explanted and replaced by a new lead and neurostimulator on thursday (B)(6) 2024.

Manufacturer narrative:
H3: analysis has not been completed at this time; a supplemental rr will be submitted once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Rep reports stimulation is turning off and on. Rep said contact 13 is >40k ohms and all other impedances are good. Patient (pt) reports they lose stimulation for about 15-20 minutes then when it comes back they feel a shocking sensation at the ins location. Pt said problem started happening after the pt had surgery for their appendix about two months ago. Pt said the issue is getting worse and happens more often now. Pt said problem occurs when they are sitting down. Rep will discuss the issue with the doctor. Additional information was received from a manufacturer representative (rep). The rep reported that they followed instructions when they called in. Issue has not resolved. Next patient appointment with managing physician they are to discuss plan of action.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2024 14:10:22 cst pli# 10 product ID# 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type lead h3. Analysis found that the lead conductor 5 was broken. Product ID neu_stylet_acc serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.